Event description:
The physician reports that a patient underwent uneventful cataract surgery with implantation of the crystalens in the left eye. One day postoperatively, the crystalens dislocated and was subsequently explanted and exchanged for a different model iol. Preoperatively, the patient's bcva was 20/50 and mrse was -3.50 + 0.75 x 020. Prior to the lens exchange, the patient's bcva decreased to 20/150 (distance) and j10 (near). Once the lens was exchanged, the vision improved to 20/40+, j5, and mrse improved to -0.50 + 0.50 x 180. The physician attributed the lens dislocation to the patient's anatomy, where the lens was not the ideal length for size of patient's eye. The patient's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the lens dislocation was related to the size of the patient's eye.